Event description:
The manufacturer's representative reported the patient missed his pump refill and "went through withdrawal." The patient was managed with supplemental oral medications. The pump has been empty for a month, but not stopped. A follow up report will be sent when additional information is received.